Event description:
It was reported that a pericardial effusion with subsequent death occurred. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed device was fully recaptured. After deployment of the second device, a tug test as performed for which the device came out of the laa and was subsequently fully recaptured. At this time, a perforation was noted and the case was aborted. A pericardiocentesis and an open laa clip were performed. At the end of the case, clotting was noted and was addressed with another procedure to decrease the clot burden. Following the procedure, the patient was sent to the intensive care unit. Patient passed away within the following day, exact date of death is unknown. No further information regarding the passing of the patient is known at this time. This report will be updated should additional information become available.